Event description:
It was reported that patient's atrial, right ventricular (rv) and left ventricular (lv) lead was dislodged and exhibited loss of capture. It was also noted that patient's pacemaker was migrated. During lead revision procedure it was noted that the helix of atrial and rv lead was failed to extend. The atrial and rv lead was explanted and replaced. The device and lv lead was successfully repositioned on (B)(6) 2024. The patient was stable.